Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received the material number and lot number from the customer, therefore further investigation will be unable to be performed. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that an unspecified bd tube gave erroneous results. The following information was provided by the initial reporter: "it was reported that unexpected and/or unexplained clinical or qc results. Unexpected and/or unexplained clinical or qc results. (B)(4).